Event description:
A pt reported experiencing inaccurate results with a fasttake meter. The pt's blood glucose was 2.0 mmol, 11.0 mmol, 3.9 mmol, and 9.0 within 10 minutes, with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.